Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter and experienced cardiac tamponade treated with a pericardiocentesis with 500 mls of fluid removed, pericardial window for a chest tube, and hospitalization. Transseptal puncture performed with brk 1 needle. After mapping the left atrium of the heart, they started ablating around the left veins, and noticed that "things were not adding up in terms of the location" of the catheter in the heart. The physician decided to check for a pericardial effusion at that time. The physician discovered and confirmed the effusion on intracardiac echocardiography (ice) and using a transesophageal echocardiography (te) probe. The patient was "having little runs of tachycardia" and their blood pressure dropped a little. No evidence of steam pop. Correct settings on devices were used. Patient was reported to be in stable condition and fully recovered. Physician's opinion on the cause is the procedure and patient condition.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).